Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had been emitting beeping tones and displayed a possible device malfunction screen.